Event description:
The pt stated that his blood glucose was elevated to 370 mg/dl and he was nauseated. He stated that his normal blood glucose is 80-100 mg/dl. He gave himself an insulin injection to lower his blood glucose. The pt feels that the infusion device is not properly delivering insulin. He stated that he disconnected from his infusion site and performed a prime and no insulin dripped from the infusion tubing. The pt switched to his new infusion device. Further attempts to contact the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.